Manufacturer narrative:
Block e1 (initial reported facility name): (B)(6) hospital - reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the gallbladder during a stone removal procedure performed on (B)(6) 2026. During preparation, it was reported that the device fractured. Based on the photo provided by the complainant, the wire inside the handle is observed to be broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.